Manufacturer narrative:
The returned meter and test strips involved with this complaint were tested to standard protocols and passed all testing with no faults found. The reported issue could not be confirmed. In addition, retained test strips underwent performance testing with blood - all results passed. A device history record review was also performed on the subject meter lot and test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. Lifescan is not taking any further action with this complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(6 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter was reading inaccurately low compared to their hemoglobin a1c results as well as to another unspecified meter. The complaint was classified based on customer service representative (csr) documentation. The patient is a gestational diabetic and had been using the subject meter for 3 months prior to realizing the device was allegedly reading inaccurately low. During this 3 month period the patient stated that they had been obtaining blood glucose results in the range of &#64624;0-120mg/dl&#63511;with the subject meter; results which the patient considered to be normal. However, during a meeting with their doctor, the patient was informed that the condition of the fetus was &#61650;critical and as a result the patient had their hemoglobin a1c level measured. The result which was obtained was 10.3 which suggests the patient's&#62688;blood glucose had been reading at an average of 24 &#64692;9mg/dl over the past 3 months. Additionally, the patient had their blood glucose measured in the hospital and a result in the range of &#64630;0-170mg/dl&#63511;was obtained on the doctor's unspecified meter. As a result of the elevated a1c result the patient's doctor started them on a treatment to control blood glucose levels; the details of this treatment regime were not documented. The patient also informed the csr that as the fetus&#63491;condition was critical they had to undergo surgery and suffered a miscarriage. The patient felt that the cause of this was that the subject meter had been reading inaccurately low over the last 3 months, and as a result, timely treatment to control their blood glucose levels was missed. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting and the patient did not have any control solution available to walk through a retest. The patient's products were replaced and the return of the products was arranged. This complaint is being reported because the patient alleges that the subject meter had been reading inaccurately low over the course of the past 3 months. The patient claims that this contributed to the fact that they did not receive adequate treatment in order to control their blood glucose levels during pregnancy which lead to them suffering a miscarriage.